Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: state of failure: ventilation affected component: blower module. Failure effect: device alarms with high priority technical event: 231009 (alarm blower speed low). Ventilation continues. Root cause: defective blower. The blower speed is lower than the target speed -5% for more than 5s. Correction: technician replaced the blower module to solve the problem. All tests passed, ventilator is back in use.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: device shows error 231009. Blower flow test and blower pressure in test software failed. Blower will be replaced. Summary: technical event: 231009 due to defective blower.